Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that they were having issues charging both the controller and implant. The patient confirmed no damage to the external equipment. Patient commented that their recharger relay becomes hot while charging the implant. The agent guided the patient through removing the battery pack, plugging to wall charger. Patient confirmed controller powered on. Patient saw message battery recharge implant device soon. Patient reinserted the controller battery pack. The patient confirmed their controller was 90% charged, therefore the agent ruled out the controller as an issue. The patient plugged their recharger into the controller and began to charge their implant. The patient's implant battery was fully depleted. While charging the patient did not see a charging quality. Patient mentioned charging their implant can take 45 minutes to 3 hours. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt). It was reported that ever since the controller was replaced when they called last time about two or three months ago the equipment didn't work good to recharge the ins. Pt noted that they charge the ins in the morning and at night. Pt said that they had to hold the recharger there over the ins for a couple hours before the ins would get charged again. Pt said that last night the controller kept saying to call mdt with what they thought was hm3; pt confirmed that it was system problem rm03 that they were seeing. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient called back with the controller depleting rapidly after an overnight charge. Patient explained they have to charge the controller every day and every night and it will not hold a charge. Patient stated this issue has been occurring since (B)(6) 2023. Patient has already had recharger and controller replaced and the issue was not resolved. Patient commented that they have called patient services about this issue several times and has not been resolved. A email was sent to repair to replace the battery.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported they couldn't recharge their implanted neurostimulator battery above 80% and they saw an unknown call medtronic message since at least a good month ago. Patient noted they reset the controller, but that didn't resolve the issues. Patient services specialist (pss) helped the patient inspect the recharger antenna cord and recharger plug, but no visible damage was detected. Pss had the patient initiate a recharge session to their implanted neurostimulator (ins) with excellent quality. Patient confirmed their controller battery was at 30% and the implanted neuro stimulation was at 80%, but the ins battery increased to 90%. The troubleshooting steps that were taken on the call resolved the issue. Pss reviewed the external equipment was functioning as intended. Pss suggested the pt monitor their device, document any messages that may appear, and call back if necessary. No symptoms were reported. Patient called back about this issue and says when charging ins it takes a long time to charge ins, which was first noticed a good 3 months or more. Pt confirmed that its still the same thing they called about in this case. Rtm not heating up and controller port looks intact.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.